Manufacturer narrative:
Event was reported to synthes complaint handling on (B)(6) 2011. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Event description:
Pt implanted with long (B)(4) locked distally with two screws. Surgeon achieved near perfect anatomic reduction when implanting (B)(4). Approx 3-6 weeks after (B)(4) implant, pt returned to surgeons office complaining of hip pain. Reportedly pt said she had fallen down steps at her home. Upon obtaining x-rays the helical blade cut through the femoral head. The implant was not broken. Surgeon removed nail, helical blade and screws and performed a hemi-arthroplasty to fix her new fracture/displacement. This is the second of two reports for this event.